Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure, two resolute onxyx drug eluting stents (des) were implanted to treat a lesion located in the proximal to intermediate left anterior descending branch (lad# 6-7). One non-medtronic balloon and one non-medtronic intravascular lithotripsy were also used to treat the lesions. It was stated that approximately 75% of the stenosis remained in the distal stent placed in #7, but it was decided not to treat the lesion. On the following day, the patient was discharged from the hospital. In the afternoon of the same day, the patient was transported to the hospital again for cardiopulmonary arrest (cpa). Diagnostic imaging revealed that the lad stent was occluded and was in a state of subacute thromboembolic occlusion (sat). After emergency treatment for the cpa, rupture of the left ventricle (lv) and pericardial effusion occurred, and the patient died the same night. It was commented that the event might be related to the fact that 75% of the stenosis remaining in the distal stent of lesion #7 was not treated. The patient is deceased.

Manufacturer narrative:
Additional information: annex d code. Correction: annex e codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.